Event description:
It was reported that a pump was pumping slowly. There was no pt injury. The problem was discovered while the pump was on a pt. The pt did receive their full dosage of medication. This occurred in the oncology/hematology department.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete, a supplemental report will be submitted.